Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to failure to convert ventricular arrhythmia. No additional adverse patient effects were reported. The lead remains out of service-implanted.